Event description:
Device was returned due to mechanical hardware failure (screen no input). Unit started up with no error. Lcd touch screen is clear and able to navigate screens and applications without issue. Verified lcd touch screen flex cable installed properly. No other damage found. Complaint not confirmed.

Event description:
The following has been reported: biomed reported: "touch screen. One has a touch screen error and will not acknowledge my finger pressing a button." A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.